Event description:
Information was received indicating that the demand button was pressed on a smiths medical pneupac¿ parapac plus, but gas was reported to hardly flow to the patient. There was no reported adverse effects.